Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 400 mg/dl. Customer treated high blood glucose level by changing infusion set. Customer felt sick. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Customer reported issues with their infusion set. Customer declined troubleshooting. Insulin pump had a crack on the back. Insulin pump randomly lost connection with transmitter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for alleged cosmetic damage located at the back of the insulin pump and transmitter connection issues found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device successfully connected to test transmitter. The insulin pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, self test and displacement accuracy test. The following were noted during visual inspection: missing display window cover, pillowing overlay, stained overlay, cracked battery tube threads, cracked battery tube and serial number label damage. In summary, pump passed all required testing. Device /transmitter connection issue not confirmed. Unable to verify customer alleged for high bgs. Cracked battery tube, cracked battery tube threads and serial number label damage confirmed during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.